Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation was ruptured. The outer insulation of the lead was observed to have blood ingression. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.